Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (code 110) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 110.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The service code 110 was unable to be reproduced during the investigation. Root cause is unknown at this time. Engineering's investigation into monitors displaying a non-reproducible service code 110 (over voltage cleared no energy) is ongoing. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 110.